Event description:
It was reported that a user, who is insulin sensitive and legally blind, disconnected the ilet pump overnight due to concern for low glucose, awoke with high glucose around 220 mg/dl, reconnected, then announced a small meal to facilitate insulin delivery; glucose subsequently fell below 70 mg/dl with a nadir of approximately 59 mg/dl before returning to range, and device low-glucose alerts were received. Symptoms included headache during the low-glucose episode. Outcomes included self-treatment with oral carbohydrates and assistance from the user¿s spouse, with no professional medical intervention and no hospitalization. Investigation included complaint handling and case assessment. Investigation of this case revealed no device malfunction reported or verified and no specific component failure identified; the event sequence suggested user-initiated pump disconnection followed by insulin dosing contributed to both hyperglycemia and subsequent hypoglycemia, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.